Event description:
Upon removing the pulse oximetry sensor, the skin above the finger nails was discolored. Potential pressure necrosis or burn. No add'l medical intervention required. Pictures taken and equipment being sent back to the MFR for testing.